Manufacturer narrative:
User facility discarded device. Not available for evaluation.

Event description:
Patient was scheduled to be implanted for a left vim dbs electrode. During microelectrode recording, the patient experienced bradycardia and became difficult to arouse. The procedure was aborted. The surgeon suspected the patient suffered a hemorrhage. Fhc micro targeting dzap electrodes were used in the procedure. The patient had an infarct along the tract during the second mer pass. The patient made good gains post-op and is in the inpatient rehabilitation.